Event description:
It was reported that the customer had an open circle on the insulin pump. Customer stated that the insulin pump will go up to a certain percentage when downloading and then stop without giving him an error message. Self test was performed and passed. No alarms were noted in the alarm history. Customer's blood glucose reading at the time of the call was 141 mg/dl. No further information reported.

Manufacturer narrative:
A 47 alarm noted on alarm history screen due to corrupted history file. Unable to upload to carelink pro due to corrupted history file. Minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip noted.